Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a delayed response when pressing the wake button, and now the wake button has completely stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Reportedly, customer will continue to use the pump for insulin therapy.